Event description:
It was reported that the small pin at the tip of the screwdriver is broken off. It can no longer properly accept the pre-assembled click x screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the centering tips of the hexagon screwdriver are broken off. The hexagon shows signs of wear. Unfortunately, we cannot determine the exact reason for this overload in retrospect. The break plane is homogenous indicating proper material quality.